Event description:
It was reported that the procedure was being performed on a (B)(6) female patient. The catheter was being placed into the patent's right subclavian with a "punction" and the catheter was advanced over the wire. While they attempted to remove the wire, it became unraveled and could not be removed. As a result, the wire and catheter were removed together. Once everything was removed they noticed a hole at the middle third of the catheter. They do not know if there was a delay in treatment and there was no patient death.

Manufacturer narrative:
(B)(4). Sample will not be returned.